Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the arm on (B)(6) 2018. The patient's grandmother stated the patient's cgm was displaying 136 mg/dl; however, the patient was incoherent. She performed a finger stick reading and the bg meter was reading 46 mg/dl, so she called for an ambulance, when the ambulance arrived, they administered the patient with intravenous (IV) therapy of d50 and transported the patient to the hospital. The patient was released from the hospital after 3 hours. At the time of contact, the patient was fully recovered. No additional patient or event information is available. Data was received for evaluation; data review did not confirm the reported event of inaccurate cgm values via data. A probable cause could not be determined. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.